Event description:
The customer reported a touchscreen failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date rec¿d by MFR : 04oct2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician found that touchscreen calibration was enough to solve the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31july2019.

Event description:
The customer reported a touchscreen failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.